Event description:
The customer reported, the system displayed temperature sensor and precharge errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the temperature sensor and batteries. System operates as intended. (B)(6).